Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that while removing an embolization coil, the coil got stuck in the rhv and then detached. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The current patient's status is reported to be good.

Manufacturer narrative:
The implant was returned for evaluation without the pusher or accompany packaging materials. The implant coil was noted to be stretched throughout its entire length, and broken at its distal end. The marker band was present; however, the distal ball was not present. Based on the investigation findings and provided information, the complaint was confirmed. The root cause of this complaint is unknown, although the issue could be attributed to excessive force that was applied to the device during removal, which overcame the implant coil wire tensile strength.